Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1545-3561-6410 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros crea lot 1545-3561-6410 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1545-3561-6410. However, an individual slide related issue could not be entirely ruled out. As no diagnostic precision testing was performed on the vitros 5600 integrated system, an instrument related issue could not be completely ruled out as a contributor of the event. However, there was no indication that the vitros 5600 system malfunctioned. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, as no information regarding whether the patient had been taking any medications or supplements around the time of the event was provided, a sample interferent cannot be ruled out as a possible contributor of the event. A review of data performed by the ortho tsc concluded that a pre-analytical sample mix-up was not a likely cause of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected vitros creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1545-3561-6410 on a vitros 5600 integrated system. Patient sample vitros crea result of 0.90 mg/dl versus an expected result of 3.32 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros crea result was reported outside of the laboratory. However, a physician questioned the result, and no treatment was initiated, altered or stopped based on the result. A corrected report was later issued for the patient. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).